Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report discordant, falsely low carbon dioxide (co2) results obtained on multiple patient samples on a dimension vista 1500 instrument. Siemens determined that quality controls (qcs) recovered within expected ranges on the day of the event. A customer service engineer (cse) was dispatched to the customer's site and ran service methods tests (smts), resulting for most tests and slightly elevated, but within specifications for one of the service method tests. The cse also, performed an inspection of the module, replaced the bent r4 probe, calibrated the temperature and ran smts, resulting within specifications. Then, the customer verified the performance of the co2 test. The cause of the discordant, falsely low co2 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.

Manufacturer narrative:
Siemens filed the initial MDR on 09-oct-2018. Additional information (15-oct-2018): on (B)(6) 2018, a siemens customer service engineer (cse) returned to the customer's site. During this visit, the cse replaced: sample 2 (s2) mixer; horizontal belt and motor; boards for sample 1 (s1) and s2; s1 and s2 probes, and reagent prep probe. Additionally, the cse detailed s2 arm and cleaned gel from the aliquot drain. On (B)(6) 2018, the cse returned to the customer's site and replaced a drain. The cse determined that there were no further issues with the carbon dioxide assay. Siemens further investigated the issue and determined that there was a need for maintenance on the dimension vista 1500 instrument during the time of the discordant results; the cse's visit to the customer's site resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.